Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Supercore 20gx9cm falling apart mirroring the recall issues we recently had with the 18 supercores. Unfortunately when the instrument fell apart it resulted in a needle stick of the dirty needle to our physician upon the malfunction. We pulled the entire lot off the shelf in fear of this happening again

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. No sample or images were available for evaluation. However, due to this issue being reported numerous times for this part, the complaint was confirmed. Argon medical devices has received other complaints that the supercore semi-automatic biopsy instrument is coming apart during or prior to use. The plastic housing and plunger can be separated more easily. CAPA 2021-061 has been opened to document our investigation into the cause of this problem and the corrective action that are being taken to ensure that this never happens again.

Event description:
Supercore 20gx9cm falling apart mirroring the recall issues we recently had with the 18 supercores. Unfortunately when the instrument fell apart it resulted in a needle stick of the dirty needle to our physician upon the malfunction. We pulled the entire lot off the shelf in fear of this happening again.